Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, aa4322n19, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The molded head, tube and balloon appeared to be clean and without any foreign substance on the exterior of the device. The device could not be filled with the suggested amount of water due to an apparent radial direction split of the balloon fabric. There was no identifiable origin of the split noted after the balloon material was inspected under magnification and manually pressed together in order to reform the balloon shape. The split started in the medial area progressing toward the distal end of the device in a u-shaped. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the patient's family member noticed the device elevated above the stoma tract. The family member attempted to check the water amount in the device and was unable to remove any water from the balloon port. The family member inserted more water in the device and the balloon burst. Additional information received on 08-feb-2016 stated the device was placed (B)(6) 2016 and the device was removed (B)(6) 2016. Additional information received on 11-feb-2016 stated the device was replaced in interventional radiology. There was no injury reported.